Manufacturer narrative:
Additional information was received and updates were made to sections a2, a3, b2, b6, and h6. Additional h6 codes: 1260 (fracture). Additional b5 narrative: additional information was received from a patient profile form (ppf) which indicated there was perforation of all filter struts beyond the wall of the ivc with multiple struts perforating into the surrounding organs/tissue, and fracture of one or more filter struts with one fractured strut residing in the surrounding tissues. Additional information was received from medical records of an image review approximately 15 years after filter placement. Axial CT abdomen and pelvis images submitted for review on of the ivc, filter position, and related findings. Coronal and sagittal reformatted images were not available for review. The superior end of the cordis trapease permanent ivc filter was at the l1-2 interspace. The ivc filter was not tilted at the superior end. The ivc filter was tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforated the ivc up to 7mm. One (1) anterior strut perforated the ivc wall 4mm and contacts the bowel. Two (2) medial struts perforated the ivc wall 5mm and 7mm and reside within the soft tissues. One (1) posterior strut perforated the ivc wall 7mm and resided within the soft tissues. One (1) lateral strut perforated the ivc wall 7mm and contacts the bowel. One (1) lateral strut perforated the ivc wall 7mm and resided within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. There was a detached medial and posterior fractured strut that perforated the ivc 7mm and resides within the soft tissues. Additional information was received regarding the implant procedure. The patient was morbidly obese and was recommended for a gastric bypass surgery. The filter was recommended for prophylactic filter placement due to the possible risk of deep vein thrombosis (dvt) and pulmonary embolism related to the planned surgery. Medical records from the implant procedure indicate the ivc measured 24mm in transverse diameter. The filter was deployed within 1cm of the lower edge of the adjoining renal veins. Additional information received from a patient profile form (ppf) indicates the patient has constant pain in the lower stomach and side. Conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and small bowel perforation. The patient reported becoming aware of filter fracture, perforation outside the inferior vena cava (ivc) and into organs and tilt approximately fourteen years and eleven months post implant. The patient also reported constant pain in the lower stomach and side related to the filter. The patient¿s medical history is noted for obesity, a prior motor vehicle accident, cesarean section, open cholecystectomy, varicosities with mild edema of the lower extremities, and venous insufficiency. The filter was placed via the right femoral vein and deployed with the top of the filter being within one centimeter of the lower edge of the adjoining renal veins. Approximately twelve years and ten months post implant and again at thirteen years and six months post implant a computed tomography (CT) scan of the abdomen was performed, indication not provided. Axial and pelvic images of both scans were submitted to outside review approximately two years and three months after the last exam. The findings noted that the filter is titled at the posterior end, all struts perforate the ivc up to 7mm, 2 contact the bowel and 4 reside in the soft tissues and there is a detached medial and posterior fractured strut that perforates the ivc 7mm and reside within the soft tissues. The original CT scan readings were not provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified, nor a cause determined. Due to the nature of the complaint the report of side and abdominal pain could not be further clarified. These events do not represent a device malfunction and may be related to patient specific issues, in particular, a history of gastric bypass. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Result code 3221. Conclusion code 22, 4315.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and small bowel perforation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt and small bowel perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life, distress and other damages.